Event description:
It was reported to philips that the unit is frozen when the system is powered on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
It was reported to philips that the unit is frozen when the system is powered on. There was no patient involvement.